Event description:
A patient reported they were not able to get a reading on their one touch ultra because their meter allegedly would not power on and was inaccurately high. Patient is on insulin pump, and does multiple tests daily. The result on their meter was 197 and 186 mg/dl. Patient was not able to test in any other equipment. Patient had insulin according to the readings and had a low reaction of 44 and 50 mg/dl. Patient reported no symptoms. Patient has to reset meter by removing and reinserting battery almost every time they get ready to test. No further information has been reported.